Event description:
Two days after undergoing an implant of a cardioverter defibrillator, the patient's systolic bp dropped to 90mmhg. A transthoracic echocardiogram (tte) showed a small to moderate pericardial effusion adjacent to the right ventricle (rv). The ICD interrogation showed a slight decrease in r wire amplitude, but otherwise normal function. The lead is still implanted. The patient required observation and the outcome was satisfactory.